Manufacturer narrative:
No product was returned to assist in this investigation. An internal clinical review indicated that this event was caused by incorrect planning and sizing of the device by the customer. Our instructions for use do say that access vessel diameter and morphology, occlusive disease, and/or calcification should be compactable with vascular techniques and delivery system on the profile of 16 french to 20 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization.

Event description:
A male underwent aaa repair in 2007, the patient had a very tortuous anatomy. This was a planned case to do a femoral-femoral bypass. The renu device did not land where the physician wanted so he elected to use an additional renu device to gain more length.